Event description:
It was reported that the pump experienced a malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Customer plugged pump into power source as instructed, pump powered on with normal screen, and customer was advised to call back if malfunction recurred, after which case was closed.